Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working and there was insulin all over. Customer stated that they were unable to rewound. Customer stated they are unable to exit the load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No prime/fill and no rewind anomaly noted during test. (B)(4).